Event description:
Unable to discontinue foley catheter without undue pain and pressure. While attempting to discontinue foley cath, foley cath unable to be removed without lots of pulling and manipulation. Removed by rn at 1000 after much manipulation. Noted balloon fully deflated but has a ridge at the bottom of balloon.